Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in pacing impedance values. No values were observed to be out of range and the physician suspected an insulation issue caused the observed drop. High thresholds were also noted on the rv channel. Surgical intervention was performed to explant the patient's pacemaker as it had prematurely depleted. The rv lead continues to remain implanted and in service. No additional adverse patient effects were reported.